Event description:
On (B)(6) 2012, customer reported that the act 5diff cp instrument recovered a low hemoglobin (hgb) result for one patient. The result was reported out of the laboratory. Customer stated that they sent the sample to a reference laboratory which obtained a higher hgb result and reported as correct. There was no death, injury or affect to the patient based on the erroneous result. Customer stated that red blood cell (rbc) and hgb recovered low out of range on cell controls. Field service engineer (fse) was on site earlier due to the same issue. Fse returned to the site and evaluated the instrument. Fse evaluated the instrument and noted that all functions operated properly, and the latex gains were good. Fse flushed the rbc pathway and found the issue was isolated to the first dilution/hgb bath. Fse noted that probe alignments did not need horizontal adjustment, but rather vertical (height/depth) adjustments when delivering to the baths. Fse adjusted the vertical height and this had an immediate effect on the recovery of the samples. The controls recovered back at the mean. Fse also suggested that a calibration be performed to verify the calibration factors. This service resolved the issue.